Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed audio test. The receiver speaker manual test was performed and yields low sound. An alarm/alert manual test was performed and passed. The speaker/vibrator resistance was measured and passed. An internal visual inspection was performed and passed. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be a defective speaker via product. No injury or medical intervention was reported.